Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a 61x54mm aaa. It was reported that during the index procedure due to a malfunction where the outer sheath of the device would not retract, the end of the leg was deployed in an inverted manner. The poor deployment was improved by pushing up the balloon and sheath with the inner cylinder. However, as a result the planned eia landing shifted to a cia landing, requiring the implantation of one additional leg. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported stent deformation and the shift of the left distal landing zone from the external iliac artery into the common iliac artery were confirmed in the provided imaging. However, the deployment issue could not be fully assessed as the precise moment of limb deployment was not captured in the available images. Lack of pre-implant cts did not allow for a through assessment of the pre-implant anatomy. The shift in the landing zone is most likely procedure-related, potentially due to sheath manipulation during handling of the deformed stent. The cause of the stent deformation remains undetermined. Analysis of the returned films did not reveal any obvious out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was confirmed that the damage to the graft cover occurred during the procedure. A balloon was used to dilate the stent after deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device analysis device received with the external slider partially opened. The stent graft had been deployed and was not received alongside the device. A severe tear and kinking were evident to the distal graft cover, with the spiral member kinked and protruding from the tear. Deformation was evident to the graft cover. The graft cover could be advanced and retracted via rotating the external slider and engaging the trigger with no resistance noted. No other deformation evident to the remainder of the device. The reported deployment/expansion issues could not be confirmed through analysis. Photo analysis one still image received for analysis. Image depicts an endurant device on a table. A severe tear and kinking are evident to the distal graft cover, with the spiral member kinked and protruding from the tear. The stent graft appears to have been deployed and is not evident in the image. Additional information received; per the physician, the cause of the event was a device malfunction. The IFU was followed and there was some resistance in rotating the blue handle but the physician was still able to turn it. The physician cannot remember how many rotations were made. The limb was noted to be deployed "like it was turned up" which means that the edge of the stent graft limb was turned back on itself distally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.